Event description:
It was claimed that the ratio of inhaled to exhaled tidal volume was different. There was no patient harm. Manufacturer's ref.(B)(4).

Manufacturer narrative:
According to the technician, the customer repaired the device using third party service, hence there was no on-site visit by our technician, no further troubleshooting was done and no estimate has been made. The solution to the issue is unknown and it is not possible to know which parts have been found defective. Therefore, the cause cannot be determined.